Event description:
It was reported that during incoming inspection/inventory, a foreign object was noted on the packaging. No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of foreign material is confirmed. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned unit was an unopened sample in its original packaging. Foreign material was observed in the packaging of the device. A device history record review was performed, and no relevant findings were identified. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during incoming inspection/inventory, a foreign object was noted on the packaging. No patient involvement.